Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when lead noise resulting in inhibition of pacing was observed. Low lead impedance was also noted. The lead was subsequently capped on (B)(6) 2017.

Event description:
New information received states that all was well. There were no adverse consequences for the patient.